Manufacturer narrative:
Upon investigation of the actual device used in this incident, it was determined that the auxiliary drawer 2.2 has failed and was not open to recover. A field service engineer replaced the solenoid, sub drawer board and retractor band to resolve this issue. The system functioned as intended after field service engineer troubleshooted the device.

Event description:
It was reported by the customer that a pyxis medstation es system was produced burning smell. The customer reported that there was a delay in dispensing workflow. There were no adverse events or injuries reported based on this event.